Event description:
It was reported that the handpiece 4-40 stud was found to be broken prior to the procedure being started. There was no patient consequence. Unknown how the case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.